Event description:
It was reported that a surescan lead migrated and fell into a ¿circle¿. It was noted that there was no further information available. Additional information received reported that the patient¿s lead migrated completely out of the epidural space and coiled into a circle. It was noted that the healthcare professional (hcp) had never seen this before the MRI compatible leads. The hcp stated that he ¿thought it was possible that these leads have a torque force built into them which increased the chance of these migrations¿. Additional information received reported that there had been no revision yet. It was stated that the manufacturer¿s representative was not sure how effective the therapy was since he had not heard anything about this patient.

Manufacturer narrative:
Concomitant product: product ID neu_ins_stimulator, serial# unknown, product type implantable neurostimulator. (B)(4).